Event description:
It was reported that loss of capture was noted on the lead. Pocket was opened and infection was found. Pocket was closed and the system was explanted at a later date.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead measuring 11.5cm from the connector pin was returned for analysis. Electrical continuity was normal for the returned lead. Further analysis could not be performed due to the condition of the lead.